Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the returned photos showed packaging for an egia60amt with a visible lot number. The instrument was seen in a tissue cavity with open jaws, a visible staple line, and no staples or pushers protruding from the cartridge. Several images displayed a monitor view of the tissue cavity with malformed and partially formed staples, blood pooling around the staple line, and the presence of grasping and clip-applying instruments. Some staples appeared improperly placed in the tissue. It was reported that the staples did not form. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a sleeve gastrectomy, it was noted that the staples did not form in b shape and were straight or crooked. It was noted that six sutures were used and had the same issue. Suturing was done to resolve the issue. There was extended hospitalization and there was bleeding.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#: n5b1342y), egia60amt, egia60amt egia 60 artic med thick sulu (lot#: n5b1342y), egia60amt, egia60amt egia 60 artic med thick sulu (lot#: n5b1342y), egia60amt, egia60amt egia 60 artic med thick sulu (lot#: n5b1342y), egia60amt, egia60amt egia 60 artic med thick sulu (lot#: n5b1342y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.